Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist requested the csr listen again to the call recording. The patient stated that the issue began on (B)(6) 2017 at 9:30 am when she alleged obtaining blood glucose results of ¿266, 311, 274 and 282 mg/dl¿ using the subject device within 20 minutes of each other. Based on statistical analysis, the calculated difference between these results falls within lifescan¿s criteria for precision. The patient stated that she manages her diabetes using insulin (no adjustments) and reportedly took metformin pills and humalog insulin (dose not specified) on (B)(6) at 9:40 am in response to the high readings. The patient reported experiencing symptoms of ¿sweaty, tired and blurred eyes¿ approximately 30 minutes after the alleged issue began, and did not specify any further medical intervention received in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, an approved sample site was being used and the patient¿s testing technique was correct. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.